Event description:
Additional information received from the patient noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. Appointment date was noted as (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0tkwk, implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation since implant. It was reviewed that this was normal as the patient was implanted the same day of the report ((B)(6) 2015). The patient had not touched their programmer since leaving the hospital. On (B)(6) 2015 the patient had a loss of therapeutic effect. The therapy was ¿tolerable¿ for 2 days after implant and the patient had only used 2 depends those days. There was a return of symptoms and they were worse than before the implant. On (B)(6) 2015 the patient had burning pain at the implantable neuro stimulator (ins) site. The pain moved across the back to the lead incision site. The pain occurred when the patient sat down and the pain went away when they were standing and sitting. Four days after the implant the patient was fine and was taking a pain pill now and then.